Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh requested the affected product for return on 2019-09-26. Sample received on 2019-10-11. The returned product was investigated in the laboratory of the manufacturer on 2019-11-28. A quadrox-ID adult was returned. The sample was contaminated. The sample had to be cleaned several times with sodium hypochlorite. A visual inspection was performed. On the blood inlet and outlet side are no visible clots. It appears to be clotted between the mats. During the visual inspection, it was determined that the material and the lot number differ from the information provided by the ssu (correct lot # 70120664, material # 701053824). Clotting is a known phenomenon to mcp and the cause of this incident was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications thus the reported failure could be confirmed but it was no product related malfunction. The reported issue occurred during treatment and the product was directly involved in the incident. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
They reported that they had an oxygenator that failed within an hour of use. The inlet pressure increased and the blood flow decreased all the way to zero. As a result they exchanged the device. No harm to the patient was reported. Complaint ID: (B)(4).